Manufacturer narrative:
Correction to the initial, MDR in block(s)b5. Upon receipt at our post market quality assurance laboratory. Analysis of the returned faradrive sheath did not find any defects or confirm an existing leak path that supported the allegation of air ingress as described in the complaint summary.

Event description:
It was reported that air embolism, segment elevation, hypotension occurred, and the procedure was cancelled. During the farapulse de novo atrial fibrillation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that transseptal crossing had just been completed with a guidewire holding access into the left atrium. The device (the steerable sheath) with the dilator inside was advanced over the guidewire and into the left atrium, as confirmed by ice (intracardiac echo). The dilator was fully removed from the sheath and aspirated, noting that all visible air was drawn into the syringe and a full column of blood filled the length of the sheath to follow. Irrigation pump was used for the irrigation of sheath. The irrigation flow rate for irrigated devices was 120 cc/hour. Immediately after, the non-boston scientific device was introduced into the sheath through the hemostatic valve. The physician immediately looked at the clear length of the sheath and noticed a large column of air (taking up almost the entire visible length of the sheath). The physician immediately removed the non-boston scientific device and aspirated until all visible air had been removed from the sheath. Thinking that the air had all been cleared, the physician then reintroduced the non-boston scientific device to the faradrive and advanced it all the way to the left atrium. It was confirmed that no visible air was noted in the left atrium at that time through intracardiac echo. About 30 seconds after this happened, the patient's pressure severely dropped (hypotension) and st elevation was noted on the EKG tracing. The st elevation was noted immediately after the pressure dropped while the non-boston scientific device was still in the left atrium. The sats also went to 80%. The st elevation was noticed in leads ii, iii and avf. The physician pushed 1 mg epinephrine to stabilize blood pressure, advancing a pigtail lumenal catheter to aspirate out the bubble, which was followed with light chest compressions by a staff member. Over the course of about 10 minutes, the pressure stabilized and the sats returned to 100%. There was visible air remaining on fluoroscopy and it was determined to be in the right section of the pulmonary artery through tee. Physicians were called and attempted to aspirate the air mass using the medtronic dxterity catheter, but were unable to reach the exact location of the air. Even without successful aspiration, it was observed on fluoroscopy that the air embolus continually reduced in size and the physician opted to continue to monitor the patient and keep patient overnight. The patient was under under general anesthesia. Patient was admitted to the ICU overnight. The product is expected to be returned.the patient has been discharged. It was further reported that the air was noted after the dilator had already been taken out of the body and the non-boston scientific device was introduced. The wire was not inside the patient when air was noted, it had been fully removed. Faradrive sheath being introduced up to the left atrium, the faradrive dilator being removed, aspiration and flush, and the introduction of the non-boston scientific device" faradrive dilator the one that comes with the faradrive sheath. Physician believed that access solutions transseptal product does not contributed the patient complication.

Event description:
It was reported that air embolism, segment elevation, hypotension occurred, and the procedure was cancelled. During the farapulse de novo atrial fibrillation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that transseptal crossing had just been completed with a guidewire holding access into the left atrium. The device (the steerable sheath) with the dilator inside was advanced over the guidewire and into the left atrium, as confirmed by ice (intracardiac echo). The dilator was fully removed from the sheath and aspirated, noting that all visible air was drawn into the syringe and a full column of blood filled the length of the sheath to follow. Irrigation pump was used for the irrigation of sheath. The irrigation flow rate for irrigated devices was 120 cc/hour. Immediately after, the non-boston scientific device was introduced into the sheath through the hemostatic valve. The physician immediately looked at the clear length of the sheath and noticed a large column of air (taking up almost the entire visible length of the sheath). The physician immediately removed the non-boston scientific device and aspirated until all visible air had been removed from the sheath. Thinking that the air had all been cleared, the physician then reintroduced the non-boston scientific device to the faradrive and advanced it all the way to the left atrium. It was confirmed that no visible air was noted in the left atrium at that time through intracardiac echo. About 30 seconds after this happened, the patient's pressure severely dropped (hypotension) and st elevation was noted on the EKG tracing. The st elevation was noted immediately after the pressure dropped while the non-boston scientific device was still in the left atrium. The sats also went to 80%. The st elevation was noticed in leads ii, iii and avf. The physician pushed 1 mg epinephrine to stabilize blood pressure, advancing a pigtail lumenal catheter to aspirate out the bubble, which was followed with light chest compressions by a staff member. Over the course of about 10 minutes, the pressure stabilized and the sats returned to 100%. There was visible air remaining on fluoroscopy and it was determined to be in the right section of the pulmonary artery through tee. Physicians were called and attempted to aspirate the air mass using the medtronic dxterity catheter but were unable to reach the exact location of the air. Even without successful aspiration, it was observed on fluoroscopy that the air embolus continually reduced in size and the physician opted to continue to monitor the patient and keep patient overnight. The patient was under general anesthesia. Patient was admitted to the ICU overnight. The product is expected to be returned.the patient has been discharged.